Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) had out of range right ventricular (rv) impedance measurements and no rv capture. The local guidant rep checked device confirmed the observations but did note that sensing was appropriate.